Event description:
Reporter calling, stating she has health problems as a result of her silicone breast implants. Reporter states she began "feeling sick" approximately six months after they were implanted, and her health has continued to deteriorate over the years. Reporter states she was diagnosed with breast cancer in 2018, with "three tumors" located near the breast implants. Reporter states she also has capsular contracture, and now has a lesion on her brain. Reporter states she has problems walking and cognitive problems. Reporter states she needs surgery for her brain lesion, but fears she will not survive the surgery due to her poor health. Reporter states she would like to have her breast implants removed, but also fears she would not survive this procedure. Reference report: mw5148235.